Event description:
It was reported that during a diagnostic bronchoscopy procedure (in a pediatric male patient) black particles/debris were noted in the airway at the beginning of the procedure that looked like a piece of black plastic. In an attempt to perform a foreign body procedure, the scope was removed from the airway, inspected for any defects and no obvious defects were noted on outside of the scope. Once the scope was reinserted the black material was no longer visible in the airway. The procedure was prolonged by hours along with anesthesia. No additional medical intervention was required and the procedure was completed but procedure extended for hours. The condition of the patient and the procedural outcome were not impacted by the issue. The scope was inspected prior to use and again after the black item was seen. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (d8, d9, h3, and h4). The device was evaluated by olympus. Since the suggested event occurred during the procedure, olympus could not confirm it. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not confirm if the black foreign material was a part of the subject device from the following investigation result, the relation between the device and extension of procedure was unknown. Therefore, the root cause of the suggested event could not be determined. The event can be detected/prevented by following the instructions for use which state: - prohibition of improper repair and modification- "this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result." "Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.